Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
A laser vision correction patient was presented with loose flap pieces resulting in a torn flap during a laser treatment on the right operative eye. The patient had a partial blade flap that was performed in the past and the surgeon chose to attempt a laser flap. The surgeon chose to perform a flap procedure on patient¿s right eye with previous partial lasik flap. A description from the surgery center indicated when the surgeon was irrigating the flap down he reported loose previous flap pieces and places them back into position as best he could and placed a bandage contact lens on the eye. The procedure was completed successfully.